Event description:
It was reported that a patient presented in-clinic for unrelated imaging. Following the imaging, a diagnostics anomaly was noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the patient was stable throughout.